Manufacturer narrative:
Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had cracks near the display. Customer's blood glucose level at the time 123mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.